Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used samples with no packaging was received for evaluation. A functional leak test was performed on the sample and it was noted that the cap of the hand pump was the source of the leak. A visual evaluation under magnification showed that the leak was due to no evidence of solvent along the cap of the hand pump. Retains for batch 0061762126 passed internal testing. Although the reported defect was confirmed on the sample returned, the exact root cause could not be determined. Similar complaints reporting defect of this nature initiating a project to address the concerns of this defect. A ttp (technology transfer plan) was approved on 10 february 2021. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the blood set leaked from the seal of the hand pump. Tubing was changed during the case. No injury reported.